Event description:
It was reported that the patient presented to the hospital due to unrelated reasons. Upon review, it was discovered that the pacemaker exhibited far r oversensing. Programming changes were performed. The patient was in stable condition.